Event description:
Hcp reports pt was refilled by home nursing care in 2003. The pt immediately became sleepy, apneic, and unresponsive. The nurse called 911 and the pt was brought to the emergency room and given narcan. The pump was aspirated in the operating room under fluoroscopy. Six cc were aspirated from the pump, not the expected 18cc. The dr assumes the other 12 ml were injected subcutaneously. The pump was refilled with saline and turned down to a minimal rate. The pt was refilled again on the morning of the following day by the home nursing care. The pt became sleepy and dyspneic. The pump was turned down and a narcan infusion restarted. A catheter dye study was performed the following day. No catheter leaks or kinks noted, however, only a little dye was found existing in the intrathecal space. The pump was successfully refilled under fluoroscopy. The pt was reported as doing fine.